Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included leuprorelin acetate (lupron). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and peripheral nerve neurostimulation ("interstim sacral nerve implant") and experienced fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("still have ra"), cystitis interstitial ("interstitial cystitis"), immune system disorder ("immune suppressed"), alopecia ("missing tons of hair"), irritable bowel syndrome ("ibs"), vertigo ("vertigo") and feeling abnormal ("crazy brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, rheumatoid arthritis, cystitis interstitial, peripheral nerve neurostimulation, immune system disorder, alopecia, irritable bowel syndrome, vertigo and feeling abnormal outcome was unknown. The reporter considered alopecia, cystitis interstitial, feeling abnormal, fibromyalgia, immune system disorder, irritable bowel syndrome, medical device removal, peripheral nerve neurostimulation, rheumatoid arthritis and vertigo to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, cystitis interstitial, feeling abnormal, fibromyalgia, immune system disorder, irritable bowel syndrome, peripheral nerve neurostimulation, rheumatoid arthritis and vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included leuprorelin acetate (lupron). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and peripheral nerve neurostimulation ("interstim sacral nerve implant") and experienced fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("still have ra"), cystitis interstitial ("interstitial cystitis"), immune system disorder ("immune suppressed"), alopecia ("missing tons of hair"), unevaluable event ("ibs"), vertigo ("vertigo") and feeling abnormal ("crazy brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, rheumatoid arthritis, cystitis interstitial, peripheral nerve neurostimulation, immune system disorder, alopecia, unevaluable event, vertigo and feeling abnormal outcome was unknown. The reporter considered alopecia, cystitis interstitial, feeling abnormal, fibromyalgia, immune system disorder, medical device removal, peripheral nerve neurostimulation, rheumatoid arthritis, unevaluable event and vertigo to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, cystitis interstitial, feeling abnormal, fibromyalgia, immune system disorder, irritable bowel syndrome, peripheral nerve neurostimulation, rheumatoid arthritis and vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.